Event description:
It was reported by repair work order that the side rail could not latch due to damaged latching spindle bracket weld, weld break resulted in exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.